Event description:
Information received indicates the head section has dislodged on one side of the frame.

Manufacturer narrative:
The technician found the retainers on the slider pivot was broken. The technician replaced the slider pivot retainers and bearings to repair the bed.